Event description:
The physician was using a nc sprinter rapid exchange (rx) balloon dilation catheter. The physician felt resistance when using the balloon with guidewires and removal difficulties were encountered. There was no patient injury and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly damaged. The exchange joint (guidewire entry port) was ripped. No resistance noted advancing and retracting the device over a guidewire. No resistance was noted passing a patency mandrel through the device inner lumen.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information available), device performed according to specifications (wire guide was able to be advanced and retracted without issue). Conclusion results: device evaluated and alleged failure could not be duplicated - cause of event unknown (wire guide was able to be advanced and retracted without issue).